Manufacturer narrative:
(B)(4) on 22jun2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: per email sales rep received from customer: a doctor was about to use a bone cutter and it broke in his hand, cutting him. Patient involvement/impact unknown. On 28jun2017 additional information: what was the procedure that was being performed? Revision of aka. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No, failed outside the body. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No all pieces accounted for, happened outside cavity. What was the patient¿s outcome? The instrument failure has no impact on the patient¿s outcome. What intervention(s) did the surgeon receive¿stitches, irrigation¿etc.? The surgeon received irrigation to the hand, was seen by ed physician, no stitches needed. The surgeon was gripping the handle to close jaw of cutter, hand piece broke off piercing the webbing between thumb and pointer. No further information available.